Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack battery compartment, low battery alert, and replaced battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. This was the second occurrence of receiving an alarm in less than 8 hours after low battery warning. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880 was requested and customer response was the device would be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 10/21/2024 at 06:28:00.000, 10/25/2024 at 09:17:00.000, 10/25/2024 at 18:59:00.000, 10/29/2024 and 12:59:00.000. Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected confirmed in the pump history. Pump received with a high sleep current measurement due to moisture damage on pcba 1. Cosmetic damage confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.